Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed but not replicated. The unit was tested on an in-house system and it triggered no errors. The unit was also tested on the patient console testing platform, and it passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Logs also showed error 23062. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they had a 23062 error on universal surgical manipulator (usm) 3. The csr tried to clear the error by reseating the sterile adapter (sa) and restarting the system, but the error returned. The tse reviewed the logs and confirmed error 23062 pointing to a motor fault in usm 3. The tse informed the csr that usm 3 was faulty, and it had to be replaced. Until replacement, the tse explained that the arm could be disabled, and the surgeon accepted this workaround. The csr stated that the customer would do that for the ongoing surgery and for the second planned for the same day. The procedure was competed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and csr and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system, and it worked perfectly. According to the logs, the system initially powered up without errors. The arm error occurred 22 minutes after the ¿start of following¿. The customer confirmed that the procedure was successfully completed robotically with only 3 arms for the procedure and subsequent procedure. There was no issue at all to perform both surgeries.